Manufacturer narrative:
The lot history record was reviewed for starburst talon for trocar assembly, final test and inspection, 100% inspection and released components. Nothing was found to have contributed to the reported event. At this time, angiodynamics has deemed these process controls adequate to detect this failure mode. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013 by the international distributor, "the insulation paste (part) of xl (25 cm) broke". Angiodynamics has requested the product be returned for eval. No harm or injury was reported due ot this product problem and the procedure was completed with another same type device.